Event description:
This rv lead was implanted on (B)(6) 2015 and wa capped on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that the rv impedance was over 700 ohms, oversensing causing inhibition and recorded on telemetry. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).